Manufacturer narrative:
On 15-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the deflection became stuck. It was reported that when the physician was going to insert the pentaray catheter into the patient again, the pentaray catheter would not straighten out to insert into the patient. The caller stated that the deflection mechanism was not working correctly. They replaced the pentaray catheter and the procedure continued without further issues. There was no patient consequence. Additional information was received indicating the curve of the catheter was stuck in a deflected position. The knob was unable to be turned or pushed down.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the deflection became stuck. It was reported that when the physician was going to insert the pentaray catheter into the patient again, the pentaray catheter would not straighten out to insert into the patient. The caller stated that the deflection mechanism was not working correctly. They replaced the pentaray catheter and the procedure continued without further issues. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. The mechanism worked correctly; no stuck was identified during the analysis. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The stuck issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following warning and precaution: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).